Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
The cryoablation procedure commenced. The catheters were position for ablation at the lspv and the patient experienced st elevation. Initial information received from physician indicated that they suspected that an event involving coronary artery stenosis was occurring, but that the patient did not experience myocardial infarction. The balloon of the cryoablation catheter was deflated. Improvement in the situation was confirmed and therefore ablation was started. The cryoablation procedure was completed without further patient complications. Additional information was received 02/04/2015 indicating that the patient did experience myocardial infarction caused by coronary spastic angina. Shock delivered. St level was improved since nitorol infusion was performed intravenously. Noradrenaline was administered for decrease in the blood pressure. Patient in remission as of (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cryoablation procedure commenced. The catheters were position for ablation at the lspv and the patient experienced st elevation. Initial information received from physician indicated that they suspected that an event involving coronary artery stenosis was occurring, but that the patient did not experience myocardial infarction. The balloon of the cryoablation catheter was deflated. Improvement in the situation was confirmed and therefore ablation was started. The cryoablation procedure was completed without further patient complications. Additional information was received (B)(6) 2015 indicating that the patient experienced coronary spastic angina. Shock delivered. St level was improved since nitorol infusion was performed intravenously. Noradrenaline was administered for decrease in the blood pressure. Patient in remission as of (B)(6) 2014.